Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly tortuous, and heavily calcified lesion in the mid left anterior descending artery. A 2.5x15mm trek rx balloon dilatation catheter (bdc) ruptured at 10 atmospheres. The procedure was successfully completed with a 2.5x15mm trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported balloon rupture. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents reported from this lot. The returned device was analyzed using scanning electron microscopy (sem) and determined the failure may be related to exposure conditions or a materials/processing discrepancy, as the rupture initiated along the inner surface of the balloon. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.